Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n247739011, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 5.6 mg/day) and bupivacaine (5.7 at 1.3) via an implantable infusion pump. It was reported that the patient was experiencing a lack of therapy. The healthcare provider (hcp) performed a dye and rotor study and was unable to push dye. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter revision would be scheduled but the date was unknown at the time of this report. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.